Event description:
During a supraventricular tachycardia procedure. There was a procedural delay. The potentials of electrodes 1-2 did not appear after insertion into the patient and they would not display as expected either. Electrodes 3-4 were normal. The cable and catheter were replaced with no resolution. The procedure was switched to non-abbott manufacturer (johnson & johnson) to complete the procedure. Later on, it was determined that the ensite x ampere connect cable was the cause of the issue resolved after replacement. There were no patient consequences.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a signal potential issue could not be determined.